Manufacturer narrative:
The customer¿s report that the maxzero valve cracked and leaked was confirmed. Visual inspection revealed a crack running along the top of the valve¿s top component and continuing along the threads of the valve. Functional testing confirmed leaking at the engagement between the valve and a mated component. Pressure testing resulted in no leaking. The cause of the leak was identified as a crack on the needle free valve component. The root cause of the crack is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the maxzero cracked and leaked when it was connected to a trifuse tubing during an infusion of tpn at 7ml/hr. The customer later states that they have noticed that the maxzero's only crack and leak when used with the trifuse tubing. There was no report of patient harm.